Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited fine noise on the ventricular rate/sense channel. This noise occurred at night while the patient was asleep, and resulted in pacing inhibition. The morphology of this noise is suspicious for diaphragmatic oversensing. A guidant technical services (ts) consultant discussed programming solutions to mitigate recurrance.